Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose. Customer's blood glucose level was 201 mg/dl. The customer had abscess on foot. The customer was stated that the insulin pump alarmed with motor error and a motor position encoder error. The drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump failed displacement test (306.5 units remaining on the status screen) followed by a motor error alarm during rewind and error 70 in the pump history due to motor encoder signal out of phase. Unable to perform functional test including self test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, dat test and displacement test due to motor error alarms. The drive support disk was inspectrd and no anomaly was noted. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label.